Event description:
It was reported that a continuous glucose monitor displayed an error message during sensor use. There was no adverse impact to the customer's blood glucose level. Customer technical support guided caller through a full pump reset, after which the error message did not reappear and caller successfully started new sensor session.